Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 100mcg/ml 21.35mcg/day, dilaudid 7.5mg/ml 1.6mg/day, clonidine 125 mcg/ml 26.69mcg/day, fentanyl 50mcg/ml 10.67mcg/ml and bupivacaine 2 mg/ml 0.4270 mg/day via an implantable pump for non-malignant pain. Infusion mode was simple continuous. The date of the event was (B)(6) 2016. It was reported the patient experienced a possible overdose, associated overdose symptoms. The pump was interrogated and everything looked "normal". The patient's son reported a bridge bolus was done but it would have been completed a few days prior. The bridge bolus was going to take 54 hours from the refill and reprogramming which was 5 days prior. It was not believed that it was part of the issue. No interventions were performed. The managing physician had made the decision to ask neurosurgery to explant the pump prior to any interrogation or troubleshooting. The issue was not resolved. Patient status was "alive; with injury." The patient appeared to have possible withdrawal symptoms but it was unknown if it was related to the pump. The pump was explanted (B)(6) 2016. At the explant the pump logs showed no sign of a pump malfunction. The pump volume in the reservoir matched exactly to the volume listed on the pump print off; reservoir volume was 38.5 ml. The pump was kept by the hospital. Additional information was requested regarding other medications the patient was taking at the time of the event, pertinent medical history, the possible cause for the overdose and the resolution of the event, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Additional information was received from a company representative. The type of baclofen delivered by the pump was compounded baclofen. On (B)(6) 2016 the patient was in an emergency room (ER) with symptoms (the patient was only breathing and inebriated). The representative was called to see the patient at the ER. There were no issues with the pump at this time. The representative stated that the patient was on enough oral medications "to kill a horse." The patient was given narcan and "came back to." When the current pump was aspirated, the expected residual volume (erv) was 38.5ml and the actual residual volume (arv) was 38.5ml so there were no reservoir volume discrepancies. On (B)(6) 2016, the patient was "knocked out" and on narcan and was transferred to a hospital closer to the physician per the physician's request. The pump was never interrogated and the programming was not checked. It was talked about to turn the pump down, but instead the physician had a neurosurgeon explant the patient's entire device system without any pump issues being identified or diagnostics being performed. The pump and catheter were not returned and were given to the patient's family.

Event description:
Additional information was received from a company representative (rep) that indicated the injury was simply that the patient "was out, she came to a bit with narcan". After the explant, the pump was to have 38.5 mls and it had exactly that upon emptying the reservoir. The patient was supposedly doing fine now.